Event description:
Received information regarding the luer lock disconnecting while asleep at night. The customer's blood glucose level was impacted (400 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up supplemental report will be submitted.